Event description:
It was reported that the 9800 system had collimator iris potentiometer and tube temperature sensor error messages prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and collimator were replaced during the service call. The system was tested and found to be working as intended and put back into service.